Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was unsheathed and had a broken cable. The instrument was changed and procedure was completed with no reported injury. On 12/11/2024 following additional information was received: customer informed that cables on long bipolar grasper instrument were misaligned near the wrist. There was no thermal damage to be noted on the instrument.